Event description:
The pt experienced a burning sensation that began at the lead-extension site and traveled to the device pocket. The burning went away when the neurostimulator was turned off. Palpation produced no difference in the burning symptom. Turning off a lead would diminish the sensation, but did not make it go completely away. There were no out of range impedances. There were no falls, injuries or accidents coinciding with the start of burning symptoms. The pt had good stimulation coverage. Additional info has been requested. A f/u report will be submitted if additional info becomes available.